Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment, and the reported complaint was confirmed. The connector between electronic modules and pneumatic modules was reconnected, and the unit was returned to service.

Event description:
The hospital reported that there was no ventilation available. A ge healthcare field engineer performed a checkout of the equipment and noticed that the connector was loosely connected between electronic modules and pneumatic modules. There was no patient involvement.